Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 3 devices were received for evaluation. Device evaluation confirmed 2 devices for the reported event. 1 device was affected by a worn boot and corrosion. 1 device was found to be leaking; however, no device failure was found. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. 1 device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device leaked. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 1 device was not available to stryker for evaluation, though originally expected. There were no remedial actions taken. This device is not labeled for single-use. Product not available.

Event description:
This report summarizes "4" malfunction events in which the device leaked. There was no patient involvement; no patient impact.